Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock lead impedance measurements. Technical services (ts) reviewed the data and recommended to continue to monitor, with consideration to increase the out of range alert threshold to 150 ohms. No adverse patient effects were reported. The rv lead remains in service.